Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding echelon catheter tip damage/break. It was reported that the device was prepared and flushed as indicated in the instructions for use (IFU). After the package was unsealed, during the preparation process, the tip "unexpected protruded" and appeared broken. The catheter could not be used due to the damage so it was replaced for the procedure. The issue was observed prior to use in the patient's body so there was no patient involvement.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0165" mandrel drawing(s) referenced: dwgs105-5091-150 rev. Bb as found condition: the echelon-10 micro catheter was returned for analysis returned within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found damaged (ovalized) (figures e, f and g). The distal tip and distal marker band were found to also be partially broken (figure e). The break edge appears to be stretched. The distal 1.0 cm of the catheter tip appears to have been steam shaped (figure d). Testing/analysis: the echelon-10 micro catheter total length was measured to be 155.1 cm and the usable length was measured to be 147.5 cm, which is within specification (specification: total (ref) = 155 cm, usable: 147 cm ± 1.5 cm). The micro catheter was flushed, and water exited the distal end and the partial break. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the damaged distal marker band/distal tip. Conclusion: based on the device analysis and reported information, the customer's report of "catheter separation/break" was confirmed. It is possible the damaged tip/marker band caused a guidewire to become stuck at the tip, stretching and breaking the tip from the micro catheter. It is also possible the damage occurred during steam tip shaping. Possible causes of the break during shaping are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel before the micro catheter cooled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.